Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator for their leg and back pain and numbness was originally implanted in their stomach area.  They were experiencing stimulation in their chest instead of their back and legs.  The stimulation was so strong that it would make the patient's heart "bounce around and turn flips and stuff" when it was on at the same time their other implanted neurostimulator (ins) was on.  The patient turned the ins off.  About 2 years after implant, the patient's legs had gone numb again and were hurting bad.  They met with a manufacturer representative (rep) to try and correct the issue, and when the rep told the patient to turn the ins back on so they could reprogram, the stimulation was too strong and caused the patient to drop to their feet.  The patient was scared they were going to have a heart attack.  Their managing doctor determined that the original implant location of the ins was wrong, so surgical intervention took place to move the ins from the stomach to the back.  After the surgical revision, the stimulation was going straight down to their legs like it should have been; issue was resolved.